Event description:
No additional information received from the customer.

Manufacturer narrative:
Corrected field: d10. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1: customer full name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cleaning brush head remains stuck in the forceps channel. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.